Event description:
A report was received that the patient had an allergic reaction to the titanium and nickel of the ipg. The pocket site will be revised to put the ipg in a mesh bag to prevent allergic reaction.

Event description:
A report was received that the patient had an allergic reaction to the titanium and nickel of the ipg. The pocket site will be revised to put the ipg in a mesh bag to prevent allergic reaction.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein nothing was explanted nor implanted except for a nylon mesh around the ipg. The patient was reportedly doing well following the procedure.